Event description:
The ge oec 6800 fluoroscopy system displayed collimator stuck error on one occasion. A reboot restored function.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. Event log did reveal the noted error. Facility bme to monitor for other malfunctions. Anomalous issue resolved with reboot. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.